Manufacturer narrative:
Product evaluation: analysis found that when compared to the assembly drawing, sheath material drawing, and instructions for use: visually, the tip window was detached and was not returned which would have resulted in the reported event. The remainder of the sheath material was bunched up near the proximal end, up and in to the blue connector which indicates difficulty or improper unloading. When viewed under magnification, the area of the sheath material where the window would have been attached was discolored and cracked. The sheath material is pliable by design and therefore not likely to crack; it would be more likely to tear. The information most likely indicates the tip and surrounding area was subjected to excess heat from the scope / light source which in turn altered the characteristics of the materials. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause.

Event description:
It was reported that during a fiberoptic endoscopic evaluation of swallowing, the doctor extracted the scope because the patient began to cough. It was found that "approximately 3mm of the endo sheathe tip was disappeared [missing] upon extracting the fiber. The endo sheath was removed and the larynx fiberscope was inserted again through the cavitas nasi to check the pharynges. The disappeared [missing] endo sheath tip was found in the hypopharynx. An attempt was made to aspirate/vacuum up the tip but failed; the tip was lost due to pharyngeal movement. A larynx fiberscope was used to check inside the pharynx but the disappeared [missing] tip could not be found. Chest CT scans did not identified [find] the disappeared [missing] tip; the procedure was aborted. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.